Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was emitting an unknown alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the black box shows dates from 2/17/2017 -2/25/2017. Bb data from date of complaint has been overwritten. Current bb shows alarms associated with normal pump usage. No evidence of sporadic or random alarms. Alarm history does show multiple eaw 145 occlusion alarms from (B)(6) 2016 however without bb data to support those dates the force associated with the occlusion alarms can not be determined. Pump intermittently powers with returned battery cap. A test battery cap was used for all testing. A 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.